Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user dropped the ilet, resulting in a cracked screen with spiderweb damage and a touchscreen that was unresponsive or inaccurate, consistent with a device mechanical damage and display/input malfunction affecting the user interface assembly. Symptoms included no adverse clinical effects and blood glucose remaining within normal ranges. Outcomes included no injury, no medical intervention, and continued glycemic monitoring via cgm applications or receiver. Investigation included collection of event details, device history review, and arrangements for device return and replacement. Investigation of this case revealed external physical damage to the display assembly consistent with accidental impact, leading to loss of normal touchscreen function and inability to navigate the device, while core therapy functions were not reported to have caused clinical harm. It was concluded, based on previously established findings for similar reports, that the cause was user-induced mechanical damage from accidental drop, not a manufacturing or design deficiency.